Manufacturer narrative:
Corrected: the pm pcba was replaced. After corrective maintenance, the equipment is working and meets the manufacturer's specifications. Necessary tests were conducted to certify restoration to operating conditions before the fault. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
A customer reported that the internal battery in the ventilator was not charging and did not pass the internal battery test. The ventilator showed error code 1124. No patient harm was reported.